Event description:
The hosp reported a physician had difficulty passing a forcep through the channel of the endoscope. This endoscope was used to examine a pt that was immunocopromised with a pseudomonas infection in 2005. The endoscope was then reprocessed and used to perform a procedure on a different pt the following day. The pt examined subsequently developed a pseudomonas infection. The pt's condition and treatment has not been disclosed to olympus at this time.